Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that an irrigation/aspiration handpiece did not built up vacuum higher than 100 during surgery. The issue was noted once inside the patient's eye. New handpiece was taken to complete the surgery. There was no patient harm. Additional information has been requested but not received to date. This is one of two medical device reports being filled for this facility. This report is for the first handpiece.